Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen seems to freeze on the delivery process, but then gets a bolus not delivered alert after a few seconds of no delivery. The customer¿s blood glucose level was 197 mg/dl. Customer reports they were able to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator communicates and calibrated properly to the pump. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No frozen display or bolus stopped alarm noted. (B)(4).